Manufacturer narrative:
Correction: the reported issue with the positioning sensor unit (psu) was not recorded in the medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was received by the manufacturer for evaluation. Testing found that the psu intermittently tracked along the far left edge and back edge of the field of view. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that cables on the computer of the navigation system were reseated to resolve the reported issue.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Following replacement of the components, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system would intermittently display that the localizer was not connected. Replacement parts were shipped to the site, however confirmation of replacement has not been provided.

Event description:
A medtronic representative reported that, while testing the navigation system, the navigation system displayed that the localizer was not connected after powering down the operating room (or) and restoring power. Prior to the power flux, the navigation system was functioning as designed. Shortly after, the navigation system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.